Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance and noisy signals which were over sensed, resulting in an inappropriate shock. Technical services recommended a lead revision. During the rv lead extraction, this lead was fractured. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned severed approximately 132mm from the terminal end. Only the proximal segment was returned. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance and noisy signals which were over sensed, resulting in an inappropriate shock. Technical services recommended a lead revision. During the rv lead extraction, this lead was fractured. No additional adverse patient effects were reported.